Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Measurement errors were flagged out of range, but the customer only discovered qc was out of range when several patient results were questioned by the doctor. The customer stated that qc was in range prior to running the samples. A customer service engineer (cse) was dispatched to the customer site. The cse observed the integrated multi-sensor technology (imt) sodium (na) qc was out of range and dilution check failed. The cse performed imt power flush, disassembled the rotary valve and cleaned it. The cse realigned the imt probe and ran dilution check which passed. The cse ran quick check and qc, resulting within range. The cse ran precision study on electrolytes which were acceptable. The cse ran imt leak test which failed standard a fluid. The cse removed the rotary valve and rebuilt and cleaned the imt drain. The cse replaced the imt aliquot probe and realigned it. The cse reran quick check and qc, resulting within range. The cause of the discordant, falsely elevated na results on several patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on several patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were re-run on an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.